Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator had no battery back up when changing out an old battery for a new one. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had no battery back up when changing out an old battery for a new one. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the generator was returned and analysis could not confirm the customer comment that there was no battery back up when the old battery was changed out. Analysis did find the upper case, ring cover and one heart wire contact contaminated, the lower case and battery drawer broken, the battery contacts compressed and the keyboard scratched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.